Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. H4: the date of manufacture was reported as unknown in the initial report, the date is feb 2, 2017. Corrected data: d4: the serial number was reported as (B)(6) in the initial medwatch report. The serial number has bee updated to (B)(6). UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that that the device swivel did not move smoothly and was worn out due to component failure from normal wear. It was further observed that the connector shell was loose and separated from the connector mount due to insufficient loctite. The device also failed pretests for swivel assessment and connector loctite assessment. The assignable root cause of the swivel not moving smoothly was traced to component failure due to normal wear. The root cause of the connector shell being loose from the handpiece was determined to be traced to manufacturing and has been addressed in CAPA. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device lot number, which indicated there was an existing CAPA related to the device failure. Corrected data: d10: the date returned for evaluation was reported as (B)(6) 2020, the correct date is (B)(6) 2020.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.